Event description:
Lpn entered resedent's room at 6:00a.m. On 11/26/91 and found resident on floor with ehr hed between the siderail and mattress. The resident was facing towards the window, head pointing down, chion to chest, sitting on feet as if in a kneeling position. Her left hand was holding onto the siderail. Her right side was leaning against the bed. Patient had no pulse or respiration. Rn called the medical examiner to inform him of the situation. The medical examiner arrived at 9:45 a.m. With an assistant. The patient's body was remoiv ed by he medial examiner to determine ifc a post mortem was needed to be performed. Via a phone conservation, the medical examiner relayed to the director of nursing that the death was possibly accidental, due to asphixation by equipment failure. Important information to note: resident not restrained in bed, 1/2 length bedrails were in usedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.